Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Common name: nin. Summary of investigational findings: no product returned, no imaging available and based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the stent to deploy before the balloon was fully inflated. However, it is noted that the stent was successfully placed in the intended position (iliac) by use of two balloons, but the stent is indicated for use in patients with atherosclerotic disease of t he renal arteries. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: when the doctor went to deploy the stent, the stent started to flare. One end started to deploy before the balloon was fully inflated. When that happened, the stent moved past the iliac and into the aorta while partially deployed. They used 2 two additional cook balloons (g50328 and g50319) to move the stent back to the correct position and place it successfully. The doctor said the stent location was perfect at the end. This is a renal stent that he was using in the iliac. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.